Manufacturer narrative:
Date sent to the FDA: 2/22/2022. It was reported that the patient underwent removal of mesh on (B)(6) 2015 due to recurrent hernia and infection.

Manufacturer narrative:
Date sent to the FDA: 11/18/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Date sent to the FDA: 11/18/2021. Corrected information: g1 - manufacturing site name and address.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery on an unk date. It was reported that the patient experienced severe pain, nausea, diarrhea, chills and inflammation. No additional information was provided.